Event description:
Additional information received from the consumer reported the event was due to ¿change to device¿ and steps taken to solve the issue included ¿change to device ¿ help learning how to change device.¿

Event description:
Additional information received from the consumer indicates that taking 10 concurrent days of IV antibiotics caused the diarrhea. The consumer further stated that the effect of the antibiotics worked out of her body and all was well.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she started having diarrhea a day prior to this call and would not stop. Patient was not sure how to use the patient programmer (pp).the patient was not feeling stimulation while therapy was on. The patient was assisted in using the pp to sync, confirmed therapy was on. The patient increased stimulation from program 2 at 2.0 v to program 2 at 2.2 v and patient was feeling stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.